Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet would not power on or charge despite use of a replacement charging pad and multiple outlets, and engineering logs showed repeated alert 28 events consistent with a battery thermistor range/overheating issue; the user switched to multiple daily injections to manage glucose and reported no impact to blood glucose. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and physical evaluation of the device. Investigation of this case revealed a mechanical problem consistent with a battery thermistor/charging-related fault as it was concluded that the cause was a device malfunction of the battery.